Manufacturer narrative:
The reported event of a failure to extend the helix was confirmed by analysis. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a foreign silicone material in the middle region of the lead.

Event description:
This report is to advise of an event observed during analysis.